Manufacturer narrative:
UDI (B)(4). The delivery system was returned to edwards lifesciences for evaluation. The returned device was visually inspected for any abnormalities. The following were observed: severe kink on proximal balloon shaft due to returned packaging. Nick confirmed on the I/c bond. Slight gouges observed on flex tip. No visual abnormalities on nose tip. Due to the condition of the returned device (tear in balloon), no functional testing was able to be performed. Wall thickness measurements of the crimp balloon were taken. Due to the location of the tear, engineering was unable to take a measurement distal to it. The measurement of the double wall thickness of the crimp balloon proximal to the tear was within the specification. The supplied 3mensio report used for patient screening was reviewed. Based on available information, it is unclear as to whether the left or right subclavian artery was used for access. However, review of the imagery for both vessels shows tortuosity and calcification. Both vessels can be seen to have undersized minimum luminal diameters (mld), with the left subclavian artery having an mld of 5.1mm and the right subclavian artery having an mld of 5.0mm. Access should be gained in vessels with an mld of 5.5 mm or greater. Furthermore, there is calcification present in the aorta. A device history record (DHR) review did not reveal any issues that could have contributed to this complaint. A lot history review performed and revealed no other complaints similar to ¿balloon ¿ leakage¿. Complaint history review from october 2016 to september 2017 for the edwards commander delivery system (all models and sizes) revealed additional device return complaints for ¿balloon ¿ leakage¿. A review of the complaint history reveals that the occurrence rates do not exceed the september 2017 control limits for this trend category. The instructions for use (IFU) and training manuals were reviewed for guidance related to the reported event and deficiencies were identified. The complaint for ¿balloon ¿ leakage¿ was confirmed through visual inspection of the returned device. No manufacturing non-conformance were identified. A review of the relevant DHR, lot history, and complaint history revealed that it is unlikely that a manufacturing issue contributed to the complaint. A review of manufacturing mitigation further supported that the delivery system has proper inspections in place to detect issues related to balloon leakage. Imagery review showed that the access vessels were both tortuous and calcified, that there was calcification present in the aorta, and that the mld of the access vessels was less than 5.5mm. IFU cautions against use of the device in patients with obstructive calcification or severe tortuosity, and the training manual instructs for 26mm systems to be used in patients with a minimum access vessel diameter of 5.5 mm. Advancement of the device through this tight, challenging anatomy can leave the balloon susceptible to tears. It further instructs users to perform valve alignment in a straight section of the aorta. If valve alignment is performed at a bend or angle, it can cause the thv to unseat (become non-coaxial with the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. If the thv is unseated during alignment, it can result in higher than usual valve alignment forces. Under simulated conditions (simulated tortuous anatomy), an engineering study previously performed by edwards lifesciences was able to recreate high valve alignment forces. Exerting higher forces on the delivery system during valve alignment could potentially cause a material failure in the area in question. The gouging on the flex tip noted indicates that valve diving, and therefore higher valve alignment force likely occurred in the procedure. Available information therefore suggests that patient/procedural factors contributed to the complaint event. In this case, the complaint was confirmed, but no potential manufacturing non-conformances were identified during this investigation. Available information suggests that patient/procedural factors may have contributed to the reported event. No labeling or IFU inadequacies have been identified and review of the complaint history revealed that the occurrence rates do not exceed the september 2017 control limits for these failure modes. Therefore, no corrective or preventative action is required. This is one of two reports being submitted for this case. Please reference manufacturer report no. 2015691-2017-03835.

Manufacturer narrative:
Investigation of this event is ongoing pending engineering evaluation of the returned device.

Event description:
During a tavr procedure via subclavian approach, when the physician attempted to inflate the balloon during deployment, the 26mm sapien 3 valve ¿would not go up¿ and when pulling negative got blood return. The delivery system was advanced with no difficulties advancing the device and valve alignment was performed without issues. During deployment, the 26mm sapien 3 valve would ¿not go up¿ and when pulling negative got blood return. The delivery system/valve were pulled back into the esheath and everything was removed as a unit. A new delivery system/sheath were prepped. The 26mm s3 valve was implanted at the native aortic annulus without issues. There was no injury to the patient.